Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula bent events on 16-apr-2024. The events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was more than 150 mg/dl (exact value unknown) and patient treated it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 4. E1: patient city: (B)(6).